Event description:
It was reported that during a device check it was noted that this right atrial (ra) lead exhibited high out of range pacing impedance measurements along with loss of capture. Sensing measurements were noted to be acceptable. Noise was also observed in some episodes. The device was reprogrammed to vddr and sensitivity was increased. No adverse patient effects were reported. Additional information was received indicating the lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a device check it was noted that this right atrial (ra) lead exhibited high out of range pacing impedance measurements along with loss of capture. Sensing measurements were noted to be acceptable. Noise was also observed in some episodes. The device was reprogrammed to vddr and sensitivity was increased. No adverse patient effects were reported.